Manufacturer narrative:
(B)(4) final report: the explanted devices were not returned for evaluation. The manufacturer has conducted an investigation into this event. All products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non-conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event. The complaint made no indication of any device malfunction or deficiency related to identity, quality, durability, reliability, safety effectiveness or device performance contributing to the adverse event. Based on the available information, the root cause of this event could not be determined, and there is no evidence that device malfunction has caused or contributed to this event. Hence, no remedial, corrective or preventive action was deemed necessary and this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of trinity ecima liner after approximately 2 years and 2 months due to dislocation.

Manufacturer narrative:
(B)(4) initial report: additional information, including operative notes (primary and revision), patient age, activity level, medical history and weight, what was the patient doing at the time of the dislocation, did the patient experience any slips / trips or other trauma post primary surgery, did the patient follow correct post op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.